Manufacturer narrative:
Results: bd has received 7 unused samples and one picture of 5ml without blister. On visual inspection of the picture, a burr of polypropylene was observed inside the edge of the syringe tip. No damage was be observed in the samples received. This burr is a molding defect which can be generated during molding process. No incidence was detected during molding defect that could have caused this defect. Conclusion: although the customer's reported defect was confirmed, since no incidence has been detected in DHR review and during manufacturing process, a definitive root cause cannot be determined. UDI#: (B)(4).

Event description:
It was reported that burrs were observed on the tip of the bd¿ 5 ml non-sterile luer-slip syringes prior to use. There was no report of injury or medical interventions.